Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (unable to baseline) was confirmed. Upon investigation, the monitor was unable to communicate with an electrode belt, causing the reported inability to baseline. The cause for the failure was isolated to a defective u612 processor on the monitor c/a board. The root cause for the defective u612 processor could not be positively identified. No adverse event resulted from the defective u612 component. The pt received a replacement monitor.

Event description:
A zoll pt service rep called zoll customer support to report that she was unable to baseline a (B)(6) male pt. The pt was issued a replacement monitor.